Manufacturer narrative:
No pt info as no pt was involved in this concern. Device manufacture date not available at the time of this report. The device has not been returned to the MFR. RMA was issued for a compatible medtronic mouse.

Event description:
A medtronic rep reported a computer freeze. Upon further inspection, it was discovered the system was not set up to use the medtronic mouse. There was no pt present.